Manufacturer narrative:
The pump was received with a failed battery test alarm due to moisture damage on the electronic assembly. The pump had moisture damage on the motor. No blank display, black circle display or display anomaly noted during testing. Unable to verify for the battery out limit alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current measurements due to a constant failed battery test alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with the insulin pump. The insulin pump went blank with a black circle. The insulin pump was currently not turning on. When the insulin pump turned on, she received a battery out limit alarm. However, the insulin pump counted up again and it shut off again. Customer's blood glucose level was 288 mg/dl. The customer treated her blood glucose level with an injection. The customer stopped using the insulin pump due to blank display. The insulin pump was discolored. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.